Manufacturer narrative:
Immediately after noting the issue, the infusion was stopped (omitted on initial). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Additional phone no. (B)(6). Device manufacturer address 1(B)(4). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that there was a leak from the check valve of a clearlink system continu-flo solution set. The leak was described as droplets noted from the check valve of the tubing. The set was used with an unspecified chemotherapy drug. This issue was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.